Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: 27, female. Date and name of index surgical procedure: (B)(6) 2019. The diagnosis and indication for the index surgical procedure?: unk. What tissue location of the placement of suture?: unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?: unk. What were current symptoms following the index surgical procedure? Onset date?: unk, (B)(6) 2019. Was medical intervention required to treat the patient condition? Results: please refer to the event description, no further information can be provided. Please provide additional information regarding ¿the suture was removed ahead of time.¿ how many days post-operatively was the suture removed?: unk. Was the suture removed during follow-up/office visit?: please refer to the event description, no further information can be provided. Please describe what is meant by ¿wound was covered and fixed¿.: with surgical dressing. Was the patient¿s wound re-sutured?: unk. Other relevant patient history/concomitant medications: unk. If applicable, will product be returned, return date, tracking information: no. What is physician¿s opinion as to the etiology of or contributing factors to this event: unk. What is the patient¿s current status?: unk.

Manufacturer narrative:
(B)(4). The batch records of lf3ah has been reviewed and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Was medical intervention required to treat the patient condition? Results. Please provide additional information regarding ¿the suture was removed ahead of time.¿ how many days post-operatively was the suture removed? Was the suture removed during follow-up/office visit? Please describe what is meant by ¿wound was covered and fixed¿. Was the patient¿s wound re-sutured? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a trauma procedure on an unknown date and suture was used. The patient experienced erythema and inflammation after sewing to treat trauma. The suture was removed ahead of time. The wound dressing was changed and the wound was covered and fixed. Then the patient's condition was improving. Additional information has been requested.